Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years, 5 months, and 12 days post transfemoral tavr with a 29mm sapien 3 valve the valve failed due to stenosis. The patient was believed to have developed sub-clinical leaflet thrombosis after initial implant. The peak gradient is 69.8, mean gradient 44, and valve area index 0.6. The echo velocity was 4.7 m/s. The patient was non-compliant with eliquis prior to valve in valve. A valve in valve was done using a 29 mm sapien 3 ultra resilia valve. The valve was successfully implanted.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on the information provided by the field complaint specialist (fcs). Available information suggests patient factors likely contributed to the event as the patient was believed to have developed sub-clinical leaflet thrombosis and was non-compliant with anticoagulant medication (eliquis), as reported. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.